Manufacturer narrative:
The evoke scs system was discarded. An elective explant was performed to accommodate an unrelated surgical procedure. The evoke scs system was confirmed to be functioning as intended prior to the explant.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was explanted. The physician elected to explant the evoke scs system to accommodate an unrelated surgical procedure. The evoke scs system was confirmed to be functioning as intended prior to the explant.